Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the customer reported a leak. The patient had nivolumab for over 30 min, paclitaxel for over 3 hours, and carboplatin for over 1 hour followed by normal saline. The event occurred at 10:30am during use on patient for 5hrs. Someone became aware of the issue when the filter was noticed to have leaked at the start of the final flush with normal saline. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and delay in therapy; however, no one was harmed as a result of the reported event.